Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side implant ruptures diagnosed via mammogram. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Previous medwatch submission noted rupture against an allergan device. Upon further information, allergan has determined that the event of rupture did not occur against an allergan device.